Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after multiple attempts filling a cartridge with insulin during the load process. The customer stated that after filling tubing the pump reverted back to fill tubing screen. It was also reported that the customer inadvertently delivered 3-5 units of insulin to themselves after performing fill tubing while connected at the site. There was no impact to the customer's blood glucose level. The customer declined follow up call.